Event description:
It was reported the device did not seal. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. Nuvision 4d intracardiac echo (ice) imaging was used during the procedure. Initial imaging was poor and showed a 21-23mm ostium. A 31mm watchman flx pro closure device was attempted but proved too large and was pinched distally. A 27mm watchman flx pro closure device was then implanted with 26% compression and appeared sealed on ice. Upon release, improved imaging revealed an uncovered 11-16mm lobe. A 20mm watchman flx pro closure device was subsequently implanted in this lobe with 16% compression, achieving complete seal. The appendage was successfully closed with both 27mm and 20mm closure devices in place.